Event description:
A customer contacted beckman coulter inc. (Bec) regarding falsely high sodium (na) results generated by the unicel dxc 600i synchron access clinical system for multiple patients. The results were reported out of the lab. When anion gaps flagged the samples, the specimens were repeated on a different instrument in the lab and reports were amended. Per customer, they amended about twelve (12) reports, but only provided seven (7) reports. Patient results are provided. Treatment was not initiated or withheld based upon false results reported.

Manufacturer narrative:
The samples were serum. Qc prior to the event was within lab-established ranges, but the lab's range is wide. Qc on the day of the event exhibited imprecision. Qc after the event was out high. Bec field service engineer (fse) re-routed ion selective electrode (ise) tubing, cleaned flow-cell, and replaced the modular chemistries (mc) sample probe. The fse verified performance. A clear root cause for this event is unknown.